Manufacturer narrative:
The catalog number is unknown; if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to perforation of the filter prongs through inferior vena cava (ivc) wall. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the filter prongs through inferior vena cava wall.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the filter prongs through inferior vena cava wall. The following additional information was received per the patient¿s medical records: preoperative diagnosis was deep vein thrombosis and 12-week pregnancy. Filter was placed a level lower third and fourth of the lumbar vertebrae. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 9 years 5 months post implantation. The patient reports chronic leg pain, fluid problems, blood clots, acid reflux, leaking valve in heart, damage tissues in leg, and anxiety.

Manufacturer narrative:
Additional information was provided and is available in: the implant date was confirmed to be accurate. Additional information is pending and will be submitted.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently perforated the filter prongs through the inferior vena cava wall. The patient became aware of the reported events approximately 9 years 5 months post implantation. The patient also reports chronic leg pain, fluid problems, blood clots, acid reflux, leaking valve in heart, damage tissues in leg, and anxiety. The indication for the filter implant was patient with deep vein thrombosis and at 12 weeks of pregnancy. Filter was placed a level lower third and fourth of the lumbar vertebrae. The patient reportedly tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling and discomfort of the lower extremities. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported fluid problems, acid reflux, leaking valve in heart, damage tissues in leg, and anxiety experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. These events do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Information received per an amended patient profile form (ppf) states that in addition to the previously report events, the patient also experienced occlusion of the inferior vena cava (ivc). The patient became aware of the reported event ten years and five months after the index procedure.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, b5, g4, g7, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently perforated the filter prongs through the inferior vena cava (ivc) wall. The patient became aware of the reported events approximately 9 years 5 months post implant. The patient also reports chronic leg pain, fluid problems, blood clots, acid reflux, leaking valve in heart, damaged tissues in leg, and anxiety. The indication for the filter implant was a patient with deep vein thrombosis at 12 weeks of pregnancy. The filter was placed a level lower third and fourth of the lumbar vertebrae. The patient reportedly tolerated the procedure well. The patient has subsequently reported becoming aware of occlusion of the ivc approximately ten years and five months post implant. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling and discomfort of the lower extremities. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported fluid problems, acid reflux, leaking valve in heart, damaged tissues in leg, and anxiety experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. These events do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Information received per a third amended patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava (ivc) and organ perforation with the perforation abutting organs. The patient became aware of the reported events eleven years and nine months after the index procedure.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g3, g6 h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently perforated the filter prongs through the inferior vena cava (ivc) wall. The patient became aware of the reported events approximately 9 years 5 months post implant. The patient also reports chronic leg pain, fluid problems, blood clots, acid reflux, leaking valve in heart, damaged tissues in leg, and anxiety. The indication for the filter implant was a patient with deep vein thrombosis at 12 weeks of pregnancy. The filter was placed a level lower third and fourth of the lumbar vertebrae. The patient reportedly tolerated the procedure well. The patient has subsequently reported becoming aware of occlusion of the ivc approximately ten years and five months post implant and then filter fracture within the ivc and organ perforation with the perforation abutting organs eleven years and nine months post implant. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation of the wall of the ivc may lead to infiltration of abutting organs or tissue. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without images for review the reported event(s) could not be confirmed and a clinical determination made. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling and discomfort of the lower extremities. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Due to the nature of the complaint, the reported fluid problems, anxiety, acid reflux, leaking heart valve, and damaged tissues in leg could not be further clarified nor a relationship to the device established. Those events do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.